Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "underinfusion". According to the complainant the infusion pump marked that it had infused all volume of partial parenteral nutrition but there was a large amount left. Volume prescribed 450 milliters. Bag volume 4755 milliters. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Use history: it was not possible to extract the equipment usage history. There is no communication between the hibased program and the equipment. Probably due to a defect in socket p2 or an internal error in the equipment. Analysis of use history: not applicable. Functional analysis: performance test: programmed flow rate: 100ml/h programmed volume: 50ml programmed time: 0h30min infused volume: 50.5ml error: +1.0% (approximately more) infused time: 00:29:58 error: -0.1%. Conclusion: the functional test showed that the equipment is performing infusion with the accuracy specified for it. It is significant to note that the user reported the programmed volume of 450ml for a 4755ml bag in use when the adverse event occurred. However, the equipment reported as being in use allows a maximum volume of 50ml to be administered for each procedure. Yes, it does not work with medical bags or ampoules, but with a specific syringe with a capacity of up to 50ml. It was probably another type of equipment that the user was using. Therefore, we do not confirm the tehnical complaint. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.